Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the issue resolved and the customer successfully resumed insulin delivery. Customer¿s blood glucose level was 175 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.